Event description:
The original complaint, received on (B)(6) 2012, was described as follows; the 1104 bt was found to be broken upon opening the package. Additional clinical information received (B)(6) 2012, included patient demographics, history and further information which made this complaint reportable. A 1104 bt intracranial catheter was in place for three (3) hours when the unit "did not work." The minute the doctor saw that the catheter was not functioning the first catheter was removed and a new catheter was inserted. The second catheter worked well. The patient did not incur an injury as a result of this event.

Manufacturer narrative:
Integra has completed their internal investigation on (B)(4) 2012. The investigation included: methods: review of device history records. Review of integra complaints history for the device. Results: device history record was reviewed; lot met specifications before released to finished goods. A review of complaint history for model 110-4xx, from dec-2011 through to date; there were 4 other complaints that issued with complaint code perf021, and 2 of them were confirmed. The current occurrence rate of similar complaints is (B)(4). Conclusion: since the product was not returned for evaluation and no further information on the device was provided, no conclusions could be drawn, nor root cause established without having the actual device to evaluated and analyze. We are unable to confirm the reported event. Integra considers this complaint closed. Future incidents of this nature will be documented for recurrence and trending purposes.